Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer's blood glucose level was 127 mg/dl and sensor glucose reading was 56 mg/dl. Customer stated that the sensor glucose continues to read below 40 mg/dl. Customer was not able to provide data from the pump. Customer was unable to upload to carelink and does not follow proper procedure. Customer was advised to monitor the issue and call back if issue persists. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.